Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that a minimum fill message occurred after the cartridge was filled with 150 units. Customer's blood glucose level was 400 mg/dl. Reportedly, customer loaded a new cartridge to address the event resolving the issues.